Event description:
It was reported that the pump language changed from french to spanish after experiencing dexcom sensor issues. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue and resumed insulin therapy.